Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised for aberrant wear mechanism right tha. Operative notes reported that there was a pseudotumor area that had propagated posteriorly through the gluteus. There was some taper corrosion, although the threads on the taper still appeared intact. There was had a brownish greenish discoloration. Surgeon needed to debride the devitalized and dead tissue. Doi: (B)(6) 2010; dor: (B)(6) 2019; right hip.